Event description:
The consumer states she had a sharp pain and moved forward very fast and allegedly fell out of the chair and the chair ran her over. She allegedly sustained a broken left leg.

Manufacturer narrative:
No confirmation of injury was received. Consumer information indicates a sudden pain in her back had caused her to inadvertently lose control of her chair resulting in an injury. MDR filed as a conservative measure based on alleged injury.